Event description:
Customer reported via phone, she had a loaner insulin pump from her doctor and the device was not responding properly. The numbers were scrolling up, she removed the battery, reinserted, and it alarmed button error. Customer's blood glucose was 98 mg/dl. Customer had the device in her pocket all day, other than that she didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was advised to contact her doctor's office to inform them about button error and to call back to provide s/n and get the device replaced. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.